Event description:
Donor presented to the plasma center in 2002. Donor had complained of pain in their right arm near a venipuncture site. Donor had donated previously (4 days ago) at the plasma center. Visual examination of the right arm revealed swelling and redness near the venipuncture site. Donor was advised by physician's substitute to visit the ER for examination. Donor went to the emergency room and was seen by the ER physician. ER personnel recommended that donor take 1 aspirin a day and also provided a personal discharge plan with instructions for pts with phlebitis. Elevation of arm, strict rest, heat, and mild blood thinners were all recommendations given to the donor from the discharge plan. The next day center phoned donor to request a copy of the diagnoses info from the ER visit. At that time info was given to the center that the donor was instructed to not attend work for 4 days. Donor's spouse mentioned that 2 prescriptions were written by the ER, one prescription was for motrin, the other was for cephalexin (keflex). Donor had returned to the plasma center the next day. Donor indicated that the pain and swelling in right arm was not subsiding. Center personnel had examined the arm and mentioned that the arm appeared to have improved. The redness had faded and the arm no longer felt fevered. Blue discoloration was present near the venipuncture site and tightness of arm had not subsided. Donor was instructed to visit the hosp if they felt it to be necessary. Donor returned to center and donated plasma 6 days later and 2 days later. There was no mention of additional visits to the hosp.